Event description:
Reportedly, during patient use a "backup battery failure" error occurred while connected to the ac cable and both batteries displayed 100% charge. The patient was manually ventilated and transferred to another ventilator. There were no reported serious or negative patient consequences.

Manufacturer narrative:
(B)(4).